Event description:
It was reported that the patient had a subarachnoid hematoma, bacteremia of unknown origin, and supratherapeutic international normalized ratio (13). The patient was admitted from (B)(6) 2017 and was sent home on doxycycline for 1 month.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. In addition, a specific cause for the patient's infection could not conclusively be determined through this evaluation. The patient remained ongoing on heartmate ii lvas, serial number (B)(6) until (B)(6) 2021, when the patient underwent a pump exchange. It was reported that the device would not be returned (MFR # 2916596-2021-00597). The heartmate ii lvas instructions for use (IFU) lists stroke, bleeding, and infection (local, driveline or pump pocket infection) as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modification. This IFU and the patient handbook, also provide information regarding how to prevent infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 09nov2016. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that all events resolved the on the pump and the pump continued to work fine without any issues ever.